Event description:
The customer reported that the companion 2 drivers's air compressor continued to cycle on, even when the driver was connected to hospital wall air. The patient was switched to a backup driver without impact. The customer also reported that the companion 2 driver was subsequently tested in a hospital lab, and the compressor performed as intend, and only cycled on when the driver was disconnected from hospital wall air. The hospital decided to keep the driver and not return the driver to syncardia, since it passed the system check and the reported issue did not recur. This alleged failure mode poses a low risk to a patient, because it does not have any effect on the companion 2 driver's ability to perform it's life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed it's evaluation of this complaint and is closing this file.